Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-01175. Related manufacturer reference number: 1627487-2023-01177. It was reported that the patient experienced ineffective therapy due high impedances on 3 of the leads following a fall. Reprogramming was unable to resolve the issue. As such, surgical intervention took place wherein the leads were explanted and replaced with new leads to address the issue. Reportedly, therapy was confirmed post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that patient's both s1 and l1 leads were replaced.

Manufacturer narrative:
Per additional information received, the lead information for the explanted lead was updated to this report.